Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported both gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The physician performed the insertion of the steerable guide catheter (sgc) and the insertion of the clip delivery system (cds) as per the instructions for use (IFU). The first clip was attempted to implant at a2-p2, making an initial grab with a small anterior leaflet insertion. The physician decided to reopen the clip to make another attempt. On the next attempt, the grippers malfunctioned and did not descend onto the clip arms. Troubleshooting was performed without success, therefore, the clip was removed and replaced. A second clip was prepared and advanced. During the steering maneuver toward the mitral valve, the clip was observed to detach from the clip delivery system shaft, likely due to excess tension on the system due to the patient's severe scoliosis. At that point, control over the clip closure is lost, and therefore cannot be withdrawn into the sgc as per IFU. Using the lock line wires, the clip is pulled to the mouth of the guide catheter, resulting in a partial inversion of the arms that allowed the entire system to be safely withdrawn at the level of the right common femoral vein. Surgical removal of the clip from the femoral vein was then performed. The procedure concluded without any clip implanted and mr remained at 4+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.